Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a plunger that was loose/fell out/separated. The following information was provided by the initial reporter: complaint 2 of 2. Consumer reported in this box dull needles on a few syringe. Discarded. Consumer reported 1 syringe from this box the plunger stopper stayed in the syringe and came away from the plunger rod. Lot #: 9287312, catalog#: 328418, date of event: (B)(6) 2020 - plunger rod issue, date of event: unknown for dull needles.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a plunger that was loose/fell out/separated. The following information was provided by the initial reporter: complaint 2 of 2 consumer reported in this box dull needles on a few syringe. Discarded. Consumer reported 1 syringe from this box the plunger stopper stayed in the syringe and came away from the plunger rod. Lot #: 9287312, catalog#: 328418, date of event: (B)(4) 2020 - plunger rod issue. Date of event unknown for dull needles.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (1) loose 1cc, 8mm, 31g syringe. Customer states that the needles are dull and stopper separated from the plunger on one syringe. The returned syringe was examined and exhibited the stopper separated from the plunge rod. The plunger rod was examined and exhibited a broken plunger rod tip. The returned syringe was tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). The point exhibited proper geometry, the od was measured as 0.0102¿, and sufficient lube was observed. All observations fall within specifications. A review of the device history record was completed for batch# 9287312. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200853836, 200853558] noted that did not pertain to the complaint. Root cause for this defect cannot be determined.